Event description:
The iab was inserted into the pt on 1/16/98 at 8:45 a.m. And removed on 1/17/98 at 3:30 p.m. The iab did not malfunction. The pt had a thrombosis, ischemia and removal of the iab and surgery was required. The pt's ischemic leg required a thromboembolectomy. Event complications: thrombosis/ischemia/surgery/thromboembolectomy-rpt'd 1/28/98. Pt's current status: unk-rpt'd 1/28/98.